Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call several issues with the insulin pump. Customer stated the device had an external ram crc error alarm, an unexpected restart alarm, a displayable history crc check failure alarm and a blank display screen. Customer advised they are using their friend's insulin pump and now they are having issues with that device. Customer advised their insulin pump stopped working months ago. Customer advised when they replaced the battery on their old insulin pump they received an unexpected restart alarm. Customer's alarm history also shows eight spi to asic communication error alarms. Troubleshooting for the alarms was performed. Customer was able to perform and pass the self-test. Customer was advised a replacement battery cap will be sent out.